Event description:
I got essure implanted and since have migraines, been in and out of the emergency room (ER) for migraines and abdominal pain. I have seen multiple neurologists and a sleep doctor for fatigue that I never had before essure. I have heavy bleeding, going through 3-4 packs of tampons per period. I also use pads with my tampons. I have horrible back pain as well.